Event description:
I went to do my hormone injection tonight and noticed metal shards in two different needles from the same lot. I noticed the first before pushing the air into the vial. I took it out, took a picture of the wrapper, and disposed it in my sharps box. I checked the vial for anything floating and then opened a new needle and attached it to the syringe. I drew up the air, injected it slowly into the vial to watch for anything coming out of the needle and saw a small shard of metal come out of the needle. I sucked it into the syringe and took pictures of the shard in the syringe before disposing the needle and syringe in my sharps box. This happened two weeks ago, and my pharmacist and physician had me dispose of the vial and purchase a new one. I will notify them in the morning. The needles were: henry schein hypodermic needle ref (B)(4) size 18gx1" lot 20240728 2029-07-27. Reference report# mw5172340.